Manufacturer narrative:
Based on the available information that the reported issue was due to malfunction of the assy system on module (som) pca. To resolve the issue, the assy som pca (B)(6) was replaced and the device working with full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device keeps rebooting. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is being retracted as this device, nor determined similar devices, are registered for distribution in the united states, and therefore this device event is not considered reportable.